Event description:
Many thermometers are returned to biomed because of a defective scan button which are then returned to the manufacturer for repair.health professional impression:delays recording vital signs.additional information obtained from the site:all other defective thermometers have the same model number, genius 2.no patient's harm. This would have only caused a delay in recording the patient's temp. Manufacturer response (as per reporter) for tympanic thermometer, genius 2not aware of a response.